Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed with no issues. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the uv flash transfer set to the titanium adapter for periodic replacement it disconnected. Only half turn was able to be made to tighten it. The connection was attempted repeatedly but it failed. There was no patient injury or medical intervention associated with this event. No additional information is available.